Event description:
Genicon single-use specimen retrieval bag ripped open at the bottom of the bag while pulling the bag with specimen (gallbladder) out of the abdomen through the port hole. There were no injuries to the patient, or leaking into the abdomen. The surgery team (surgeon, scrub and assistant) claim this is a frequent issue with these particular genicon single-use specimen retrieval bags.